Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable at the idler pulleys the cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm tenaculum forceps instrument had a broken cable. The procedure was completed with no reported injury.